Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis evaluation. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100 and erbe generators. The instrument moved intuitively with full range of motion in all directions. The grips opened and close properly. The instrument passed seal and cut tests successfully. There was moderate amount of debris on the jaws. There were no failure logs displayed. No product issue was identified. A review of the logs for the vse instrument associated with this event has been performed. The logs show the first vse instrument was installed twice and performed 64 cuts (all completed per logs) and 71 seal/coag events. The first two seal events had a high initial starting impedance error. The 8th seal attempt had an unknown e-100 error per the e-100 generator logs. Additionally, the logs show an e-100 recoverable error code that occurred at the same time as the 8th seal attempt. This error would display a message to check the energy cord connection and incomplete seal cycle. The instrument went on to complete an additional 63 seal events after this error occurred. The second vse instrument used during the case was installed twice and performed 39 cuts (all completed per logs) and 39 seal/coag events. All seal events were completed with no errors.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the vessel sealer extend (vse) instrument produced an insufficient seal, causing bleeding. While attempting to cauterize the middle and small colic vessels, the vse instrument produced the appropriate sealing tones, and after the jaws were released, bleeding occurred. Robotic suctioning was utilized to visualize the point where the seal was applied. It was noted that the vse instrument did not ligate the vessels before the cut was made. A new vse instrument was opened and was used to seal the vessels again; the sealing was successful, and the bleeding stopped. The procedure was completed robotically.